Event description:
It was reported that there was a lead warning for high impedance. The lead impedance had increased to greater than 200 ohms on three separate occasions. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did received performance data from the device and have analyzed the data. One - patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2011. Lead impedance trend data show spike increases and varying impedance for svc defib = 60 to 254 ohms peak between (B)(4) 2011 and (B)(4) 2011.

Event description:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.